Manufacturer narrative:
(B)(4). The device history review for the product (B)(6) 35r 6/box lot#73a1800027 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The stapler does not staple the skin properly and it is difficult to compress the handles of the stapler.

Event description:
The stapler does not staple the skin properly and it is difficult to compress the handles of the stapler.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the trigger of the stapler is partially engaged. The stapler was received with 15 staples left in the cartridge indicating that at least 20 staples were fired by the end user. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the trigger of the stapler is partially engaged. The stapler was received with 15 staples left in the cartridge indicating that at least 20 staples were fired by the end user. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "does not staple skin properly" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cartridge. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the stapler.